Manufacturer narrative:
H4: the lot was manufactured between may 17, 2024 and may 20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during infusion. The pumps took several hours longer than expected to administer the full dose of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.